Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Asr revision, asr xl acetabular system - left hip. Reason(s) for revision: unknown. Update - marked as legal, added kid number, amended implant date, added a sleeve, filed out mw fields and manufacturing dates. Taken from kennedys email and spreadsheet both dated (B)(6) 2014 update - amended implant date, added all expiry dates, querying missing stem details and missing reason for revision. Taken from claimsuite dated the (B)(6) 2015. - ab (B)(6) 2014 surgery date: (B)(6)2006 update - received stem details and reasons for revision on (B)(6) 2015. 2nd reason for revision on claimsuite dated (B)(6) 2015 reasons for revision : high cobalt and chromium, pain and limp, significant effusion. / alval / soft tissue reaction

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(6). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.